Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed. As received, the electrode belt failed a therapy electrode recognition test. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional therapy electrodes.